Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and borderline diabetic ketoacidosis on (B)(6) 2020. Customer also reported that the insulin pump was under delivering. Blood glucose reading was 451 mg/dl and 177 mg/ dl at the time of hospital. Customer¿s blood glucose level was 592 mg/ dl at the time of incident. Customer had symptoms such as vomiting. The customer was treated with insulin shot at the hospital. Troubleshooting for the customer¿s high blood glucose and under delivery. The insulin pump and reservoir will not be returned for analysis.